Event description:
It was reported that the patient's leads were explanted and replaced on (B)(6) 2020. Therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01296. It was reported that the patient's stimulation was decreasing by itself. Diagnostics revealed high impedance on the lead. As a result, surgical intervention is expected to resolve the issue.